Event description:
It was reported that during a procedure, a small amount of smoke came from the front control side of the rover. The rover was switched out with another and the procedure was completed with no delays or adverse consequences.

Manufacturer narrative:
The device was evaluated by a field service representative and the cause was determined to be the vacuum pump. The pump was replaced and the neptune rover passed all function tests.